Manufacturer narrative:
Pt info: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.50/+2.0/085 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to excessive vaulting and elevated intraocular pressure (iop). The lens was replaced with a shorter lens and the problem was resolved. Cause of the event was unknown.